Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve was tested prior to use and did not work because of reflux problem. As a result the device was replaced. Additional information received reported that the cause of the reflux problem was not determined.